Event description:
Allegations of fatigue, joint pain, weight gain, dry eyes, headaches, diarrhea, sleeping problems, shortness of breath, hair loss, burning sensation in skin, arthritis, implants were intact upon removal.